Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4).

Event description:
According to the customer: "we had a perfusor space in the wards set up at 3ml/hr with approx. 45ml vtbi. The girls checked the pump hourly (although did not visually look at the syringe) and noted down the vtbi. However, within 3hrs the syringe was near empty." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). Additional information d9 device returned to manufacturer h4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: perfusor space article number: 8713030 serial number/batch: (B)(6) software version: 688n030005 operating hours: 3275 further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified the date (B)(6) 2025 as the date of the incident. There was no device history for this day. The last therapy was therefore analyzed. On (B)(6) 2025 at 10:24am a terumo 50ml syringe was selected. The syringe was filled too approx. 51ml. Drug short name was ketamin and vtbi 48ml was selected. The therapy was started with a flow rate of 3ml/h at 10:28am. The therapy was terminated by a pressure alarm (pressure level 5) at 12:48pm. 6.08ml were infused. After the pressure alarm was confirmed, the flow continued at 3 ml/h. At 13:33pm the pump was put into standby mode by the user. 7.51ml were infused in total. No other abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. No external damage is visible. Functional inspection: a functional test was performed. The device passes the self-test. A terumo 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1.67%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.